Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor and that the motor stall was caused due to shaft bearing.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced withdrawal symptoms and the hcp read the pump logs and found several motor stalls. There were no known factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved at the time of the report with a patient status of ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that a code of 8487 (motor stall) was seen on the patient's personal therapy manager (ptm) programmer in (B)(6) 2016. The patient had their pump replaced in (B)(6) 2016. The patient thought he was on dilaudid and when asked the dose/concentration said he would say "around 3.0".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.